Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6). Possible lot number: 1007799.

Event description:
The event occurred on an unspecified date involving an unspecified intravenous (IV) tubing drip chamber, and it was reported that there was a range of black and brown dots found inside the drip chamber. There was no patient involvement, and no patient harm.